Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that a power-on-reset (por) message was seen on the patient's device on (B)(6) 2017. There was no recent medical testing or emi exposure reported that could be related to the issue. The patient stated that they did not think the ins had done what they expected it would. They were not "knocking the product" because it had helped some but the therapy was not working for their symptoms like they expected. The patient also reported that they were never able to go above "number 3" because the stimulation became very painful to the point where they almost dropped to their knees. Both issues were discussed with the patient's healthcare professional (hcp). They had to adjust it back down just to be able to walk. The issue resolved when the stimulation was decreased and the pain would go away. The patient still had incontinence, experienced urination and leaking, and had been waring pads since they have had the device. Recently (within the last 3 weeks), they felt like they had to go "really really bad" but then they go to the bathroom and they just "tinkle." It was also mentioned by the patient that they were told by the hcp and manufacturer's representative that their ins battery would be depleted within several months and would need to be replaced. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.